Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 22:30:53. During night drain cycle four, the patient's ultrafiltration reading was 1500ml, indicating the home patient (hp) drained 1500ml more than their maximum programmed fill volume of 2400ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the iipv event was confirmed through the review of the logs. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.